Event description:
Customer's nurse educator called to report the driver block was stuck in the middle of the leadscrew. Also stated the spring clip was flat, the lead screw made a complete rotation, and the insulin exited. Device was not dropped, bumped, or exposed to moisture.